Event description:
The facility reports after the resident's bath, the health care aide (hca) removed the resident from the tub while the resident was seated on the lift. The hca began to dry the resident. When the hca started lowering the lift, the resident started moving forward, and the lift and the resident began to fall. The hca tried to protect the resident from hitting the floor and supported the resident with her hands. There was no injury to the resident, but the caregiver sustained a swollen/bruised right forearm and a sore left ankle.